Event description:
It was reported that a spectrum pump experienced "during the pm testing procedure, the pressure test failed during testing. Tried 3 times and averaged out to 3.5 psi. All other pumps passed within specs required." It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.